Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had several air bubbles in the reservoir. The customer's blood glucose was 262 mg/dl at the time of incident. The customer was advised to prime until the air bubbles were no longer visible. The customer does not recall any significant events leading to issue. The customer stated that the air bubbles persisted after set change. The reservoir will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.